Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. One image was also submitted for evaluation to product performance engineering. The sheath tubing had been stretched and perforated at 0.63¿ distal to the hemostasis hub and was both kinked and bent at 0.52¿ and 0.82¿ distal to the hemostasis hub. No anomalies were noted when a dilator from current inventory was inserted through the returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the sheath is consistent with forcible contact between an inserted device and the inner diameter of the sheath during device insertion. The cause of the forcible contact remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a hole was noted at the shaft 1cm distal to the basal of the extension tubing of the introducer when inserting the introducer into a patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.